Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had an error message on it and not delivering insulin. Customer's blood glucose level was high due to an error. Insulin pump will not be returned for analysis.